Event description:
On (B)(6) 2012 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2012 at 02:44 with an ultra-filtration volume of 1314ml during cycle 8. Largest prescribed fill volume: 2000 ml. There was a patient involved, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue was confirmed through review of the event history log. The device was sent to service.